Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1624c124ej, serial/lot #: (B)(4), ubd: 15-apr-2022, UDI#: (B)(4). Product ID: etlw1613c93ej, serial/lot #: (B)(4), ubd: 20-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the emergent endovascular treatment of a 60mm ruptured abdominal aortic aneurysm. The patient was hypotensive entering theatre. It was reported that during the index procedure, there was a thrombotic occlusion in the superior mesenteric artery (sma), probably because the thrombus next to the sma was pushed into the sma by the occlusion balloon. In addition, since it was a ruptured case, evar was performed without introducing heparin, but it was noticed that there was thrombotic occlusion inside the graft at the time of final angiogram. Therefore, thrombectomy inside the graft and both lower limbs was performed, and for the sma, thrombectomy was performed by laparotomy. The procedure was then completed. It was reported 2 days later, the patient expired due to ischemia of both lower limbs and intestinal ischemia. As per the physician the cause of the event was anatomy. There was a thrombus next to the sma, and there was a possibility that the thrombus had flown to the sma when the occlusion with a balloon was performed. Also the evar was performed without heparin, so there was thrombotic occlusion inside the graft, which causing the thrombus to fly to the lower limb, and it might have caused bilateral lower limb ischemia. It was also noted the emergent nature of a ruptured evar case and the patient's hypotension could have contributed. No additional clinical sequalae were provided and the patient is expired.